Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. In addition, it was reported that a malfunction alarm occurred. Reportedly, the pump had been submerged in water. It was also reported that the pump date was incorrect; cause was not known. During troubleshooting with tandem technical support, the customer corrected the date. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.